Event description:
A surgeon reports that the patient is seeing a temporal dark shadow following implantation of the intraocular lens. The association between this event and the lens is not known. Additional information has been requested.